Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 160 mg/dl.